Event description:
It was reported a balloon ruptured during dilatation of a stenosed stent in the right subclavian vein. Upon removal of the balloon, it was noted the balloon material had detached in the patient. Percutaneous retrieval of the balloon material was uneventful. Other balloon catheters were used to successfully complete the procedure. There were no patient complications involved. A portion of the device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the balloon was torn circumferentially. The balloon material was detached at 3.3cm proximal of the distal radiopaque marker and was not returned for evaluation. The edges of the tear were rough. Adhesive wasnoted on the distal bond. Scractches were present on the remaining balloon material. Balloon rupture or balloon leakage is an anticpatied event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. This device exhibited characteristics consistent with contact with a sharp external source, scratches on the balloon material. Follow up also indicated the patient's existing stent, rather then the device, contributed to this event. Therefore, co does not attribute this event to the device. Co's directions for use state: "if loss of pressure within the balloon occurs inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."